Event description:
Per provider broken/leaking. Per independent repair center statement, the flow meter broken/leaking, low o2 or yellow light. The key failure was the flow meter, damaged. Additional malfunctions pm kit, dirty.